Event description:
The customer reported that the sys would allow fluoroscopy but would not display a fluoroscopy image. This rendered the sys unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. A ps2 power supply cable was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.